Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The serial number of the meter is unknown; therefore the date of manufacture cannot be determined. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse, calling on behalf of a customer, (a child), reported that on (B)(6) 2015 at 5:21 pm customer received readings of 22 mg/dl and "hi" (a reading greater than 500 mg/dl) within 10 minutes of each other. The readings when plotted on a parkes error grid fall into the "d" zone showing the difference in values is clinically significant. It was further reported the child was taken to a local healthcare facility, an unspecified reading was obtained on a hospital meter and customer was diagnosed with dka (diabetic ketoacidosis). It is unknown what treatment may have been rendered as the caller declined to provide any additional details. There was no report of death or permanent injury associated with this event.